Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed a potassium error message displayed. The user attempted to clear the error with a different batch of potassium, but the issue remained. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.